Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the left side frame has a broken weld where the back cane meets the frame.

Manufacturer narrative:
Additional/updated information was added to reflect the left side frame being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the frame/weld was broken at the bottom rear. An expanded evaluation was performed. The expanded evaluation report confirmed that a broken weld was present on the side frame at the bottom of the back cane. However, the underlying cause could not be determined.

Event description:
The dealer stated that the left side frame has a broken weld where the back cane meets the frame.